Manufacturer narrative:
Evaluation summary: the product was returned for analysis. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Results from the product history record review indicated the product met release criteria. There have been no other complaints reported in the lot number. (B)(4).

Event description:
A physician reported that during a cataract extraction with intraocular lens (iol) implant procedure, following implantation of the iol, a scratch was noted on the iol. The product was replaced with another one. Additional information has been requested.

Manufacturer narrative:
Product evaluation: the lens was returned. Microscopic examination of the iol found that the reported scratch was material on the posterior surface of the optic. The material had the appearance of lens damage. The material was removed and placed between glass slides. A small crack in the optic was observed where the material was removed. The isolated material was analyzed using microscopic fourier transform infrared spectroscopy (micro ft-ir). Comparison of the particle and strand's generated ir spectra to a library of spectra finds the best match to be cartridge interior coating (base coat). Iol product history records were reviewed and documentation indicated the product met release criteria. A qualified handpiece and cartridge were indicated. Viscoelastic indicated is not qualified for use with the reported combination. The cartridge was not returned to evaluate for damage. The provided video did not show the lens and cartridge preparation or the initial advancement. The video starts with the nozzle being inserted into the incision. The lens is advanced into the eye. As the lens is positioned, a strip of material is observed adhered to the posterior surface of the lens. A root cause could not be determined for the reported complaint. Based on examination of the returned iol, the reported damage was determined to be material on the posterior surface of the optic. The manufacturer internal reference number is: (B)(4).